Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported encountering a "signal loss" and as a result, their adc device failed to alarm when their glucose was low therefore, the customer was not alerted of changes in glucose level. The customer experienced dizziness and a loss of consciousness. The customer was unable to self-treat, and a non-healthcare professional (non-hcp) provided the customer with water to calm down, high blood pressure medication (unspecified) and psychotropic drugs. There was no report of third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Audio and vibration test was performed and result was within specification. The isf (interstitial fluid) log was downloaded using approved software. Sgnal loss events were observed due to low/not present ble rssi value. No signal loss alarm was present, as they were not activated on reader. Known good sensor was activated with returned reader and signal and sound icons were observed as activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. Ble packets were downloaded and attached. Isf log timestamp matched with reader time setting. First 5 ble (bluetooth low energy) packets were received successfully. The blc count and rssi (received signal strength indicator) were present for all packets. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader meet specifications prior to release to distribution. This also serves as a correction report section e1 (country) was incorrectly updated in the previous report. Correction has been made. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported encountering a "signal loss" and as a result, their adc device failed to alarm when their glucose was low therefore, the customer was not alerted of changes in glucose level. The customer experienced dizziness and a loss of consciousness. The customer was unable to self-treat, and a non-healthcare professional (non-hcp) provided the customer with water to calm down, high blood pressure medication (unspecified) and psychotropic drugs. There was no report of third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported encountering a "signal loss" and as a result, their adc device failed to alarm when their glucose was low therefore, the customer was not alerted of changes in glucose level. The customer experienced dizziness and a loss of consciousness. The customer was unable to self-treat, and a non-healthcare professional (non-hcp) provided the customer with water to calm down, high blood pressure medication (unspecified) and psychotropic drugs. There was no report of third-party intervention provided for the reported issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.